Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.